Event description:
The doctor claims that the graft was implanted in 2002 for a total aortic arch replacement. On post-operative day #1, sero-sanguineous drainage (600ml/day) had been noted from a mediastinal tube postoperatively. After several days, when the tube was removed, continuing sero-sanguineous drainage (330 ml/day) was noted. In 2002, sero-sanguineous drainage (approximately 100 ml/day) was still noted. The graft was left in. The status of pt is steady (stable). Note: although the doctor indicates the event to be graft-related, it was also indicated that there was no excessive bleeding loss reported for the procedure and the exact source of the drainage appears, at this time, to be unclear.